Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The customer alleged that they are having a hard time turning the joystick on and off. They have tried quite a few time.